Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella 2.5 device for mechanical circulatory support. It was reported that during impella placement, the patient experienced episodes of ventricular tachycardia and ventricular fibrillation. It was stated that the patient was shocked, and rhythm was restored. The patient remained on impella support for the intervention, and was successfully weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.